Event description:
Dealer states the seat allegedly cracked on the shower chair, causing the consumer to fall. No serious injury is alleged. This is one of three complaints for this dealer and product.